Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified the device has fractured. The device was covered in bio-debris. No further evaluation could be made from the provided picture. Device was not returned. Lot identification is necessary for review of device history records; lot identification was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined.

Event description:
It was reported that when using the flexible drill guide, it broke in half. There was no patient impact. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.